Event description:
It was reported that at the time of opening, the anchor had fallen off. No adverse effect on the patient. Used a new product and the case is completed. No patient harms.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. Three unpackaged ar-1318ft-40 drivers were received for investigation. Visual inspection identified that none of the corkscrew anchors were present at the distal end of the drivers. However, the drivers were returned without their associated suture constructs, and without the anchors in question. As only the unpackaged drivers were available for analysis, and no abnormalities were observed with them, the allegation cannot be verified. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.